Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
It was reported that an end of service (eos) condition was missed on the pump. The patient came to the clinic on the date of this report and had not been seen yet, but the pump was interrogated. There was a terminal eos event. The patient had flu-like symptoms and was unsure when the symptoms started. The elective replacement indicator occurred on (B)(6) 2013. The pump was scheduled to be replaced by the (B)(6) 2013 eos. The patient was seen (B)(6)2013. The health care professional was going to try to get the pump replaced on the date of this report. The pump was being used to deliver hydromorphone, bupivacaine, and baclofen. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the patient had been experiencing withdrawal symptoms including nausea, vomiting, diaphoresis, and shaking. The pump was replaced the same night and the patient was stated to have good therapeutic effect since the replacement. The pump battery was normal battery depletion.